Event description:
On (B)(6) - the consumer reported that while seating on the 9981 shower chair with folding back, he had to put on his prosthetics, and the unit collapsed. There was no reported patient injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9981, serial number/date code is unknown. The owner's manual part number 1145752, was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.